Event description:
During a cholecystectomy procedure scissoring from 2nd or 3rd firing. Another device was used to complete the case. There were no adverse consequences to the pt. No device returning.